Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up and noticed significant swelling in their left arm. The patient took some old medication they had without improvement. The patient was then seen in the emergency department. The patient was found to have a left arm deep venous thrombosis. The leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.